Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. There was a check clutch plunger lever error and battery not working message in the event history log (ehl). A flow test was performed, and the battery readings were checked. The errors/alarms reported by the end user were confirmed. The alarms were produced because the tab had broken off from the position pot. A third party battery that used was also contributing to the problem. The battery readings were at zero, and the pump failed to charge. These issues resulted from an impact/damage to the device that was attributed to the customer. A user interface issue was established as the root cause. The unauthorized battery, position pot, clutch halves, lead screw, and spring were all replaced to address the reported product faults.

Event description:
It was reported that the medfusion pump produced the following errors/alarms: (1) check clutch plunger error, (2) battery error, and (3) battery not charging error. No patient injury or complications were reported in relation to this event.